Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose of 321 mg/dl after lunch despite announcing the meal, with cause unclear, and elected to stop pump therapy temporarily, remove the 6 mm 23 inch infusion set for visual inspection with no abnormalities observed, and transition to subcutaneous insulin via pen until the end of the school day with plans for a supply change later. Symptoms included elevated blood glucose. Outcomes included temporary discontinuation of pump use and use of pen insulin. Investigation included user troubleshooting and education, including evaluation of the infusion set and guidance to perform a full supply change later. Investigation of this case revealed no device or infusion set abnormalities based on user inspection, and the cause of hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.